Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic right hemicolectomy. According to the reporter: a balloon part could not be inflated and the trocar could not be fixed to the patient. New one was opened to complete the case with no problem. No patient harm. The patient current status: good operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding.